Event description:
The customer reported being hospitalized due to low blood glucose of 70mg/dl. The customer stated that she passed out, but she is unsure how low her glucose level was. The customer also staying in the heat, which may contributed to her low glucose. The customer seems to be confused of what she should be doing. The customer's glucose level at time of call was 174mg/dl. The caller stated that she was disconnected during rewind/priming the insulin pump. The customer mentioned pre-filling two or three reservoirs at time and storing in the refrigerator. The caller has been doing for long time. Advised the caller not to pre-fill the reservoirs. The caller did not feel comfortable and requested a replacement of the insulin pump. The customer called back and requested assistance with giving herself a bolus. She also stated that suddenly the buttons were not responding while attempting to enter the blood glucose and the carbohydrates. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.